Event description:
It was reported via repair work order that the power supply cord outer jacked was cut/torn at the plug and nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.